Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm or blank display noted during testing. The insulin pump had bleeding on lcd glass and missing end cap sticker. The insulin pump had intermittent button response due to corroded keypad traces. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the buttons were unresponsive and the screen was blank. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.